Manufacturer narrative:
(B)(4). The customer mounted the level sensor on a flat surface of the reservoir. The prescribed gel was used on the level sensor. The customer was unsure how long they waited between attaching the level sensor pad and the level sensor to the reservoir. The field service representative was unable to duplicate the reported issue. He replaced the level sensor as a precaution. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the level sensor failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed repeatable intermittent (level disconnected) error message on central control monitor (ccm), which determined that the sensor cable was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.